Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse performed electrical/mechanical adjustment of the system component. The error was recovered after exercise. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a training/demo on a da vinci system, a recoverable error 23087 occurred. A ¿retry¿ button was pressed, but the error persisted. Intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed the error in the logs and suspected the issue was related to headrest. There was no patient involvement.